Manufacturer narrative:
Preliminary investigation performed by medacta r&d department on 6 november 2019: preliminary investigation shows components covered with biological fluids. It is not possible to determine any implant-related failure root cause. Clinical evaluation: acetabular component revision performed 5 months after cementless total hip arthroplasty in a heavy ((B)(6)) (B)(6) man. Radiographic images provided shows a suboptimal position of the cup. Due to unknown reasons, it was not possible to restore the native center of rotation. Batch review performed on 31 october 2019: lot 186851: 100 items manufactured and released on 22-nov-2018. Expiration date: 2023-11-12. No anomalies found related to the problem. To date, 87 items of the same lot have been already sold without any similar reported event. Other device involved in the event: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 lot. 188246 (k112115) batch review performed on 31 october 2019: lot 188246: 210 items manufactured and released on 30-jan-2019. Expiration date: 2024-01-16. No anomalies found related to the problem. To date, 194 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 6 months after the primary due to abductor pain, weakness at exercise and increased leg length caused by malpositioning of the cup. The surgeon revised the cup, liner and ball head successfully.